Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +22.5d) was explanted from the right eye due to dissatisfaction with uncorrected distance visual acuity and a new lal (sn (B)(6), +20.0d) implanted as a replacement.

Manufacturer narrative:
This supplemental report is submitted to provide a correction. Correction to sections b5, b6, d4, d6a and d9.

Event description:
A site reported to rxsight that a patient's light adjustable lens (sn (B)(6)) was explanted from the left eye due to dissatisfaction with vision and a new lal (sn (B)(6)) implanted as a replacement.